Event description:
During follow-up, noise resulting in oversensing and pacing inhibition was observed in a pacemaker dependent patient. Noise was not reproduced during provocative testing. The event was resolved by reprogramming the device. The patient was in stable condition and experienced no consequences.